Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of the system error code 255-xx-xxx was not determined. The reported issue that there was a system error code 255-xx-xxx could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had a system error of 255-xx-xxx. The issue was observed within the last year as the device was called in for repair by biomed department. The device was assessed and corrected if needed. There was no patient involvement.